Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately two hours after the start of the orthopedic tumor resection and soft tissue tumor, the device jaw did not open. The device fell onto superficial tissue and was picked up. Another device worked properly with the same generator. There was no patient injury.

Event description:
It was reported that approximately two hours after the start of the orthopedic tumor resection and soft tissue tumor, the device jaw did not open. The insulation at the tip of the jaw detached and fell as a fragment onto superficial tissue and was picked up. No x-ray was performed or no any additional medical procedure needed to retrieve the broken piece. Another device worked properly with the same generator. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.